Manufacturer narrative:
The customer¿s complaint of various types of battery issues were identified as four different issues. Two of the issues (3 and 4) were confirmed, identified associated to software related issues. Issues 1 and 2 were not confirmed, observed working as intended. Issue 1: the battery runtime estimate varies significantly over a short period of time was confirmed working per design of the system. Issue 2: the ¿low battery 30 min plug in now¿ remains on screen after pcu is plugged in and the low battery message stays on the screen longer on bd alaris pcus than older pcus was also confirmed working as designed. Issue 3: the battery runtime estimate varies when device is plugged in vs. Unplugged was identified as a defect in the ac battery gauge algorithm. Issue 4: the pcu¿s displayed battery runtime does not increase when the backlight (load) dims was determined associated to a refresh defect software issue of the pcu prompt area. Results from a battery runtime test confirmed the battery operating as intended and exceeds the specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that new pcu's are displaying a faulty battery messages. There was no patient involvement. The technical team completed the equipment check-in at the facility on (B)(6) 2019. The facility started deployment of the new pcus on (B)(6) 2019, and the deployment was completed on (B)(6) 2019. There were 928 new pcu's. April (B)(6) 2019 300 devices were switched out in the asc and or. All of these devices were plugged in during storage. (B)(6) 2019, the facility deployed the remaining 628 devices. On (B)(6) 2019, 15 devices were sent to biomed with notes stating "faulty battery". Other devices showed, "low battery less than 30 min plug in now", "very low battery less than 5 min to shutdown plug in now". Other devices had discrepancies regarding the amount of battery life left, verse the amount of battery level actually left in the device.